Event description:
The laser was then used to apply photocoagulation to the periphery as well as to bleeders. At the start of the laser there was a first shot with setting on 0.2 watts. There was an intense retinal break with a resultant retinal hole created. There were two other times when the laser appeared to have surges where two other small retinal breaks were created. Laser had malfunctioned causing multiple retinal holes. The evening prior to the surgery, the svc rep did preventive maintenance on the machine. The machine was not used after this servicing until this surgery was done.